Manufacturer narrative:
Evaluation summary: it was noted while the protégé gps was still within its opened labeled pouch that the stent was deployed and loose within the pouch. The 10mm by 80mm stent was examined: no abnormality was noted. Clear fluid was noted within the stopcock tubing of the stent delivery system. The deployment paddles were received approximately 101mm apart (93.0mm-101.0mm). A bend in the stainless steel hypotube was noticed during the examination. The deployment paddles were brought together to retract the outer sheath and expose the inner distal assembly. No abnormality was noted during the examination of the inner distal assembly. The inner distal assembly was cut proximal of the retainer bond to allow for examination of the stainless steel hypotube. Several sets of witness marks of where the safety locking pin engages the stainless steel hypotube were observed between 28mm and 30mm. The witness marks indicate that the safety locking pin was more than once tighten enough to leave a witness mark. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one protege gps biliary stent to treat a calcified lesion in the portal vein. The IFU was followed during the procedure. The device was removed from the packaging and inspected with no issues noted. The device was tested prior to use. The device passed through a previously deployed stent. The physician felt resistance during advancement of the device. The physician felt the resistance was due to patient anatomy. It was reported that when advancing the device, the stent was deployed at an inexact location. The stent was deployed and the physician removed the device without difficulty. Another stent was then deployed to cover the target lesion. No patient injury was reported.

Manufacturer narrative:
Additional information: it was reported that the stent was not deployed. The process of unfolding the stent was so stiff that the stent could not be deployed. So, the catheter was removed with the stent. The physician deployed the stent without issue outside of the patient's body. The stent was not deployed in the inexact location, as reported previously in the initial MDR. If information is provided in the future, a supplemental report will be issued.